Event description:
It was reported from costa rica that during testing at the hospital, it was discovered that the when the motor device was running, it worked fine. However, if the hand piece was tilted a little, the device stopped. According to the reporter, the device was working intermittently. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was observed that the device had slightly low rotations per minute. It was determined that this was due to a worn our motor. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during pre-surgery. There were no delays to the surgical procedure. A spare device was not available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.